Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during transection of the sleeve on a laparoscopic sleeve gastrectomy, the surgeon described that the reload fired halfway, with the knife blade advancing halfway. A mess of staples was left in the crotch. The handle showed ¿reload error¿ sign with reload swim lane having yellow triangle with an exclamation point. They used a competitor's manual stapler instead to complete the case. There was no patient injury.